Manufacturer narrative:
The interface (umbilical) cable for the imaging system was returned to the manufacturer for evaluation. Testing found that an open occurred at two pins on the cable.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system would not connect to the imaging system. It was reported that the pendant displayed the system was in standalone mode. Restarting twice did not resolve the reported issue. Restarting the viewing station of the imaging system and imaging system individually also did not resolve the issue. There was no patient present when this issue was identified. No additional information was provided.